Event description:
Customer states patient reportedly received result of 318 mg/dl on the advantage system and 114 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.